Event description:
It was reported that during a stones procedure, a sureflex fiber was connected to another brand of laser. The fiber was changing color at the connector . The nurse, when removing the fiber from the connector, sustained redness to his finger. No blistering was observed. The fiber was exchanged. The second fiber stopped working after few minutes. The surgery was completed using a fiber from another provider. Patient outcome: "no injury to the patient" was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4). The fiber and connector were returned; the connector is detached from the fiber; the connector does not show signs of discoloration; the total length of the fiber is 11 feet 4 inches, connector not included in over-all length; the fiber is fractured and detached at the connector side; there are burn marks on the black tubing at the location of the fracture; the fiber tip shows usage; there is evidence of devitrification of the glass tip and burn marks within the blue jacket distal end. Probable root cause: based on the device analysis, the product complaint could not be confirmed. The probable root cause of the failure is undetermined.